Event description:
It was reported that the atrial lead exhibited oversensing and high capture threshold. The physician attempted both manual and laser extraction. The physician elected to cap and abandon the lead after it was broken into pieces. A new dual chamber ICD system was implanted. The patient was stable post procedure.